Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to (b4 and d4) and to provide an update to fields (h3 and h4). The device was evaluated by olympus, and tissue pads were worn and some had fallen off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the following mechanism: 1. During the seal & cut output, the tissue pad was worn and partially peeled off because nothing was grasped between the grasping section and the probe (including after the tissue had been cut). 2. The tissue pad fell off due to the load applied to the peeled tissue pad. 3. The probe came into contact with the non-insulating part of the grasping section as a result of the tissue pad falling off; and 4. The probe came into contact with the non-insulating part of the grasping section. 4. An error occurred because the seal & cut output was performed while the probe was in contact with the non-insulating part of the grasping section. Contact marks were also produced. However, the root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity o burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the version of the software was version 2.00. The intelligent tissue monitoring (itm) was "on" and is usually "on." The user understood itm clearly and the setting were not changed during the procedure. The device was used for 60 minutes before the defect.

Manufacturer narrative:
D4 (lot number) - the device was returned, and the lot number was updated to 3xk 02 from the initially reported 3jb255. G3 represents the date that the product problem was reported to olympus. On july 24, 2024, additional information was received regarding the teflon fragments falling in the patient and being retrieved with forceps thereby making the event also a serious injury. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that half of the teflon of the ultrasonic surgical device had detached. It was later reported that the issue occurred in the middle of a therapeutic thyroid procedure while the patient was under general anesthesia. It was also confirmed that teflon fragments fell in the patient and were retrieved with forceps. The procedure was completed with a different device without any delay. There were no reports of patient harm.